Event description:
It is reported that the device was revised approx 16 yrs post-op due to fracture of polyethylene.

Manufacturer narrative:
Eval summary - the cause of the problem could not be determined due to insufficient info. Evaluation: no prod was returned. Review of the device history records was also not possible as the prod and/or lot numbers required for retrieval were unavailable. It is not suspected that the prod failed to meet specifications. The investigation could not verify or identify any evidence of prod contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer considers the investigation closed.